Event description:
It was reported to philips that the device had intermittent alarms for a software running error. There was no reported patient or user involvement and no adverse patient/user impact.